Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-07819. It was reported that the patient lost stimulation on one of the leads. Reprogramming was attempted to no avail. Diagnostics revealed high impedance on the lead contacts. X rays revealed no anomalies. Surgical intervention may be undertaken to address the issue.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-07819. Additional information received identified that that surgical intervention was undertaken wherein the drg l1 and l2 were explanted and replaced. Reportedly therapy was restored post-operatively.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-07819.